Event description:
It was reported that the external pulse generator (epg) failed the self-test at power-up and generated an error message. It was further noted the off key was deformed. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. The device passed testing, with no anomalies found. The battery contacts were observed to be compressed and the battery drawer broken. The battery release, heart block, lead flex cover, heart wire contacts, main printed circuit board, and battery flex were contaminated, and the lcd (liquid crystal display) was out of specification, with the gasket seeping out. Two side bail covers were contaminated/missing, the upper/lower cases and ring cover were broken, one ring was bent, one side bail was missing, and the keyboard pad had cosmetic issues.